Manufacturer narrative:
Due to character limit in block e1 initial reporter: (B)(6), and event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use the cardiosave intra-aortic balloon pump (iabp) encountered a screen fault, displaying a red screen on a patient, which led to the machine being replaced to ensure patient safety. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse attempted to replicate the issue by opening, closing, and spinning the screen. The fse did eventually see it flash red. The fse opened up the screen and reconnected all the connections. The fse repeated checks and no issues were observed. The unit passed all functional and safety tests per manufacture specifications.

Event description:
N/a.